Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer reported that received the item that has no lids. This was delivered to customer and when they opened the item it shows no lids unlike the other cases."

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer reported that received the item that has no lids. This was delivered to customer and when they opened the item it shows no lids unlike the other cases."

Manufacturer narrative:
Investigation summary: no phots or samples were received with the customer's complaint of missing lids. Without any further information, the root cause remains unknown. There is potential that the root cause of this complaint is mishandling / repackaging from distributor. According to the DHR review process, the result showed there were no issues reported like missing lids during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like missing lids issue for the same part number throughout the last twelve months.

Event description:
It was reported that the bd¿ sharps collector was missing its lid. The following information was provided by the initial reporter: "customer reported that received the item that has no lids. This was delivered to customer and when they opened the item it shows no lids unlike the other cases."